Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised that they could continue using the pump and to call back if the malfunction code appears again.